Event description:
Information from affiliate received describing 1 mm paracentral corneal ulcer in left eye with stromal penetration and resulting scar. Measured visual acuity is 20/70. The eye care professional did not have pre injury visual acuity measurement.